Event description:
During a procedure with the tenex system, a portion of the microtip needle separated from the rest of the handpiece. The needle was retrieved from the patient. There were no patient complications.

Manufacturer narrative:
Follow-up report #01. The device was returned and evaluated. It was confirmed that the microtip needle had separated from the rest of the handpiece. Due to the state in which the device was received, functional testing could not be performed. The fracture site did not immediately indicate a specific cause for the failure. Disassembly of the device did not reveal any further anomalies or defects.